Manufacturer narrative:
Updated fields: d8, h6. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of escherichia coli (e. Coli) and >100 colony forming units (cfus) of klebsiella pneumoniae. After re-cleaning and sterilization, 2nd test result cleared the escherichia coli (e. Coli), however >100 colony forming units (cfus) of klebsiella pneumoniae still remained. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.